Event description:
Complainant alleged that while attempting to cardiovert a pt, the clinician put the defibrillator into synchronize mode. On the first attempt to deliver energy, the device discharged on the "t wave", causing the pt to go into ventricular fibrillation. The clinicians continued to use the device and were able to successfully cardiovert the pt. Please reference attached user medwatch report number 0505150000-02000-2. There was no adverse effect to the pt as a result of the report malfunction. The device is not being returned to zoll for eval. The facility biomed dept evaluated the device and concluded that the device is performing according to specification. In addition, biomed testing revealed that synchronize markers were not present on the ECG strips, indicating that the users may have inadvertently disabled the device from synchronization mode prior to delivering energy to the pt. Was in fact in synchronize mode at the time of discharge. The recorder strips were discarded, therefore not available for eval. The biomed dept has returned the device to service, and to date there have not been any add'l reports of malfunctions with the device.